Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw.silver reciproc stops during treatment. No injury occurred.

Manufacturer narrative:
Nc079004/(B)(6):battery (voltage collapses under load) defective, motor mount (broken) defective, display screen (retaining lugs broken) defective, foot control 145547 (insulation broken) defective, the housing is broken in several places (probably due to a fall) has no effect the function. Micromotor smr113669 tested, without errors. Delivered without angled piece and power supply. St 48, fi 12. Numbers of hours of use: 115:54:50. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.